Event description:
It was reported that patient underwent revision surgery on (B)(6) 2017 to remove a broken proximal femoral nail antirotation (pfna) blade. Pfna was originally implanted in 2016. The fracture point was then fixated using a new blade plate. On an unknown postoperative date, the broke and patient underwent a second revision surgery on (B)(6) 2017. A new blade plate was implanted. This plate broke on an unknown postoperative date and was removed on (B)(6) 2017. This report is for a 130 deg angled blade plate 9 holes/90mm/154mm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the unknown blade plate was broken after the initial operation was conducted. On (B)(6) 2017, and a new blade plate was inserted. On (B)(6) 2017, the patient had another corrective procedure due to the blade plate breaking again. It was confirmed that the blade plate is from synthes was broke in 2017. No further information was provided. This complaint involves two (2) devices. This report is for (1) 130 deg angled blade plate 9 holes/90mm/154mm. This is report 1 of 2 for (B)(4). (B)(4) was created to capture first revision (B)(4) was created to capture second revision.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.